Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was going into the memory mode and would not display the "apply sample" symbol. It is not known how long the patient had the reported meter for or when the alleged issue started. During the time of concern, the patient reportedly had symptoms of blurred vision, drool, and weakness. The patient did not take any actions to treat herself in any way after attempting to test with the reported meter. The patient claimed he received medical attention from emergency services in 2007, due to the issue. The patient's blood glucose was reportedly tested on a meter used by the paramedics and a result of "20 mg/dl" was obtained. The patient was treated with unspecified medications for diabetes. No further clinical information was provided. It would have been helpful to know the following information: if the patient was ever to test on the reported meter prior to the event, when the symptoms started, her testing frequency, her medication regimen, and if she followed the regimen before and during the time of concern. In addition, it would have been helpful to know what symptoms the patient had when the paramedics were contacted, what treatment the patient received, and if she was hospitalized. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged he was unable to test with the reporter meter due to the issue for an unknown period of time. The patient reported he had symptoms, obtained a result of "20 mg/dl" from the paramedics, and received medical treatment.